Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-05238. The patient is implanted with 2 occipital leads and the manufacturer is unable to determine which lead is liable thus both leads are reported. It was reported the occipital lead has eroded through the skin and the lead is protruding out of the patient¿s scalp. It was advised to turn off the stimulation and monitor the lead sites. Surgical intervention may be pending to address this issue.